Manufacturer narrative:
Model number/catalog number: sc-8336-50, (B)(4), model/catalog description: 32 contact paddle lead kit 50cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was having infection at the ipg site. It was also noted that during the implant procedure the patient was having abdominal pain that had "worsen". The patient was placed on antibiotics. The patient underwent an explant procedure.